Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: during investigation, the pump was found to be unresponsive and did not power on due to internal moisture damage. There was no audible tone, no vibration and a blank display. The battery compartment was observed to have a crack in the thread area. There was evidence of moisture contamination inside battery compartment. No battery cap was returned with the pump. A test cap was used for testing and found not to fully tighten to the pump. A leak test showed a leak at the crack in the battery compartment. Additional testing was not able to be performed due to internal moisture damage. The pump case was removed and no evidence of additional moisture contamination was identified inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a battery life issue. The reporter stated the pump has poor battery life. In addition, corrosion was noted on a battery during a replacement. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.